Manufacturer narrative:
The product was not returned for evaluation as it remains implanted. No lot number was provided. A definitive root cause could not be established. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On 18 jun 2025, seaspine/orthofix was made aware of ra1-250000 no-profile locking cover that had backed out of a waveform a no-profile cage construct. The issue was observed approximately three weeks after the index surgery. The exact date of implantation is unknown. The provided x-ray corroborates the report. No patient injury was reported, and no revision surgery is planned currently.